Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed post-delivery motor power supply fault alarms. The returned battery cap was intact and able tit properly to the pump for investigation. On investigation, the pump powered on normally. Electrical current draws were evaluated; the idle and sleep current draws were not within specifications. There was evidence of moisture contamination inside the pump on the motor regulator, the transformer and additional printed circuit board components. Electrical current draw failure due to high sleep and idle current draw values caused by internal moisture contamination. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored, the battery compartment was cracked and the down arrow keypad button was intermittently unresponsive due to a cracked button contact. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method codes:(B)(4) results code: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.